Manufacturer narrative:
For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The suction regulator was replaced to resolve 2 of the reported events, and a new suction unit connection was fitted to the suction inlet that had snapped to resolve 1 of the reported events.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine experienced loss of suction. These reports were received from various sources. Of the 3 events, 3 did not involve patients.